Manufacturer narrative:
Prerepair inspection found the device failed to smoothly and consistently operate. The device also failed the initial prerepair temperature check. Gear 107.1, motor 119.2, bearing 112.6 degrees farenheit. Repair analysis confirmed the complaint for the wheel not locking properly. The wheel was seized and the motor had severe corrosion. The motor and other components were replaced and the device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the wheel on the side did not want to lock properly. The case was completed with another handpiece and there was no record of patient or staff impact. A prerepair inspection found overheating within 1 minute of testing.